Event description:
Information received indicates a siderail function button is stuck, which caused the bed to operate unintentionally.

Manufacturer narrative:
The technician replaced the siderail pt control circuit board assembly to repair the bed.